Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, d00780504 (item 3402296). The issue is confirmed through log analysis. We were unable to conduct a comprehensive investigation due to the absence of diagnostic logs required for a thorough analysis. Our assessment was based solely on the analytics logs provided. After conducting investigation, we have identified in the logs the text â¿¿sake handshake failedâ¿? Which is an indication of a sake handshake failure causing the pump to show the ""device not compatible"" message while pairing. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. 1. Remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the phone 5. Install the minimed mobile app. 6. Navigate to the pump pairing screen in the minimed mobile app. 7. Attempt pairing with the pump. The esf number that corresponds to the reported issue is: (B)(4). The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.